Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed. Visual testing was not performed. The customer's reported problem was confirmed. The root cause is the water pump, pump wheel was rusted. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that with the device the temperature was too high. There was no patient involvement, therefore no patient harm.